Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose. Customer stated was not getting insulin and had diabetes ketoacidosis. No blood glucose reading provided. Customer did not get alarm on the insulin pump but when he took the infusion set out, the cannula was completely bent and the adhesive patch was wet from the insulin. Customer stated decline to troubleshoot due to will wait for the tubing. Customer stated was not wearing the sensor. Advised the customer we can troubleshoot sensor errors. No further information provided.